Manufacturer narrative:
(B)(4). A correlation between the device and the reported event could not be conclusively determined through this evaluation as the pump was not returned to the manufacturer for evaluation. It was reported that approximately 6 days post implant, the patient expired due to multi organ failure. Information provided by the hospital indicated that the pump parameters were within normal limits during implant duration and the event was not believed to be related to the pump. An autopsy was not conducted and the device was not returned. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt expired with the cause of death being noted as "multi-organ failure". During the pt's post-operative course, it was reported that the pump parameters were within limits during implanted duration. The pt's left ventricle became very hyper dynamic. The hospital did not know whether the pump was contributory to the outcome of the pt. It was noted that the pt had a questionable right ventricle and "an rvad was completed." The original speed was at 8200 rpm and ended up at 8600 rpm for greater 12 hours post implant. An echo analysis that was performed revealed high velocities in both the inflow and outflow grafts; thus, there was some type of power elevation. It was reported that the pt was very sick. An autopsy was not performed and the pump will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.